Event description:
It was reported that a novum iq large volume pump did not infuse correctly and upstream occlusions occurred without alarms. The pump was set to bolus from the secondary at a rate of 100ml/hour; however, after sixty minutes only 200ml had infused. It was further noted that the pump did not alarm upstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported underinfusion. A flow accuracy test was performed, and the flow accuracy was found to be within the product specification range. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.